Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hemilaminectomy procedure on a canine, it was observed that the pen drive device would not run. As a result, there was a five minute delay in the surgical procedure. A spare device was available for use to complete the surgery. It was reported that the post surgery outcome was successful. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device not running was not confirmed as the device was running continuously. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device failed pretest for check function and direction of rotation as the device was running continuously. It was further determined that the motor and ecu (electric control unit) was stuck in the housing. It was determined that this was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.